Event description:
Caller reported a malfunction on pump, identified as malf 6, but no notable events occurred prior to the issue. However, there was no adverse impact to the customer¿s blood glucose level. Customer contacted for support and received assistance from technical support in resetting pump. After resetting, malfunction code did not recur, and customer was informed to continue using the pump with instructions to contact support if any issues reappear.